Manufacturer narrative:
Conclusion: the available information does not allow root cause determination. A device investigation would be necessary to determine an exact root cause. This is a final report.

Event description:
The patient's hearing is affected. There was no swelling noted at the implant site. No trauma or changes in health have been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing is affected.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing even though no such causal event like an accident is mentioned in the recipient report. Furthermore, in situ measurements showed one hi channel for undetermined reasons. This is a final report.

Event description:
The recipient's hearing is affected. There was no swelling noted at the implant site. No trauma or changes in health have been reported. The recipient was re-implanted.